Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents (DHR) were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the drill bit became deformed/bent. There was no reported impact to the procedure and the procedure was finished successfully.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the tip of the drill bit is worn out. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. It is noted that blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected.